Manufacturer narrative:
(B)(4).

Event description:
In (B)(6), it was reported that at the last pump refill (date not reported) the healthcare provider (hcp) withdrew 10 cc of fluid from outside the pump. Tests didn't reveal any infection. In (B)(6), it was reported that the patient had the pump refilled on (B)(6) 2010. The patient went home and went to bed. The patient went into a coma-like state and was taken to the hospital. An EKG and MRI were performed and nothing was detected. It was unk if a procedural issue during the refill caused the problem. The pump managing physician was unaware of what caused the issue. The patient was in the hospital for several days. The symptoms had since gone away. Additional information has been requested. A follow-up report will be sent if additional information becomes available.